Event description:
It was reported that the pt passed away probably due to sudep (sudden unexplained death in epilepsy). The pt's death was not witnessed. Treating physician indicated that the pt experienced a >50% reduction in seizure activity with the vns therapy and was receiving therapy at the time of death. Treating physician also indicated that the cause of death was unrelated to vns therapy. System diagnostics testing performed at an office visit eight months prior to death was within normal limits, indicating proper device function. The explanted vns therapy system was returned to MFR for evaluation. Analysis of the generator was completed. No electrical or visual anomalies were identified. Autopsy is planned but not available at this time.